Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all new patient admissions and medication orders were not flowing from the system. The technical support specialist (tss) determined message processing had stopped, so the inbound message processing service was restarted. After restarting, messages began flowing, but the service was observed using excessive memory (8 gb). Further investigation revealed numerous low-memory errors in the windows event viewer, and the server had been running without a reboot. The service and message processing service were restarted, reducing memory usage from 99% to 66%. After these actions, the system resumed normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients and orders were not crossed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.